Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced purulent discharge, and redness from the stoma site. On an unknown date, the patient was prescribed unknown antibiotics by her physician for the stoma site. On (B)(6) 2022, the patient underwent a scheduled tube replacement where the gastroenterologist found a stoma site infection. The patient was prescribed unknown antibiotics intravenously, and a cycle of oral antibiotics (clindamycin) for 20 days, one tablet every 12 hours. It was reported that the patient's stoma site has dramatically improved after starting the antibiotic therapy.